Event description:
It was initially reported that a pt could not adjust her stimulation. The upper limit had been reached. The pt met with their physician and a company rep, and the device was successfully reprogrammed. Later, it was reported that the device now kept "cutting off." It was noted that metal detectors at a store might be a possible cause of the issue. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).